Event description:
Patient was initially intubated after a splenectomy. Intubation was difficult and caused a tongue laceration not due to a product defect. The next day the et tube was found curled up in her mouth which required reintubation. During the repeat intubation, the balloon on the et tube would not inflate, which required another intubation. The patient was not compromised during these procedures.